Event description:
It was reported that the procedure performed was to treat a de novo mildly calcified, mildly tortuous distal right coronary artery that is 90% stenosed. A 2.75x12mm nc trek neo coronary dilatation catheter ruptured at 10 atmospheres during the first inflation. A new nc trek balloon and rotablator device was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. The incident information was reviewed; however, the product was not returned to abbott vascular for analysis. There was no leak noted to the balloon during preparation or during the first inflation, which suggests a product quality issue did not contribute to the reported difficulties. Based on the information received, the investigation determined that the reported balloon rupture appears to be related to operational context. There was no leak noted to the balloon during preparation or during the first inflation, which suggests a product quality issue did not contribute to the reported difficulties. In this case, it is likely that the balloon interacted with the mildly tortuous and mildly calcified anatomy such that the balloon became damaged and subsequently ruptured during inflation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.